Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant product that used in this study: lasso; carto-3d mapping system. Other companies devices that used in this study: coolpath, orbiter; navx-3d mapping system. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 949 patients (group 1 [n=249] with an inr <2 and group 2 [n=700] with an inr =2) with atrial fibrillation underwent catheter ablatation from may 2012 to april 2013. Among them, 2 patients in group 1 developed a pericardial tamponade treated with percutaneous drainage. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation of left atrial arrhythmias on uninterrupted oral anticoagulation with vitamin k antagonists: how is the relationship between international normalized ratio, activated clotting time and procedure-related complications?¿ the purpose of this study was to assess the relationship among international normalized ratio (inr) level, baseline-act, mean act, minimum act, maximum act, and heparin requirements. Suspect device is an externally irrigated 3.5-mm-tip thermocool ablation catheter, however catalog and lot number is unknown.